Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. It was also reported that an m31 air detected in cassette alarm occurred during an unknown phase of treatment. The patient had to discontinue their treatment after the third fill. When they removed the cassette from the cycler, they noticed fluid on the outside of the cassette film. The patient said there was also fluid in the cassette compartment, on the black bubbles. The patient was not sure where the leak was coming from exactly. They did not see any damage on the cassette. The patient even brushed their fingers against the black bubbles to see if they could feel anything sharp, and they couldn¿t. The patient did not complete their treatment. The disconnected and did a manual drain. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient notified their pd registered nurse (pdrn) of the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. It was also reported that an m31 air detected in cassette alarm occurred during an unknown phase of treatment. The patient had to discontinue their treatment after the third fill. When they removed the cassette from the cycler, they noticed fluid on the outside of the cassette film. The patient said there was also fluid in the cassette compartment, on the black bubbles. The patient was not sure where the leak was coming from exactly. They did not see any damage on the cassette. The patient even brushed their fingers against the black bubbles to see if they could feel anything sharp, and they couldn¿t. The patient did not complete their treatment. The disconnected and did a manual drain. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient notified their pd registered nurse (pdrn) of the event.